Manufacturer narrative:
The product was returned and the failure mode was confirmed. The serial number on the returned product (1140696d) does not match the complaint record (unk) because no serial number was originally provided however, the failure mode (or issue or problem, etc) reported is consistent with the device returned for this event. Dents and scratches were seen on the insulation. The instrument passed the insul scan test. IFU 1000401070 states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement.". The probable root causes are normal wear, user misuse and improper sterilization methods. This failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.